Event description:
Acct. Reports: "leaked at bonding area between interlink connector and tubing. Discovered during pt. Use. No pt. Injury reported, no further info available.

Event description:
Acct reports: "leaked at bonding are between interlink connector and tubing. Discovered during pt use. No pt injury reported, no further info available.